Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and observed that the acrylic center section of the flowcell carbon bridge port was cracked. The fse identified the failure mode as a cracked flowcell. The fse replaced the flowcell assembly to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous results for two (2) patients for ion selective electrode (ise), including sodium (na), potassium (k), chloride (cl) and calcium (calc), with low anion gap on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.